Event description:
It was reported that the implant breakage was due to prolonged or delayed healing of the break. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The pfna broke at the distal locking hole. The dimensions of the pfna were inspected and corresponded with the technical drawings of the manufacturer and the specifications. Alternating stresses during the burden of weight led to the fatigue of the material and to the implant breaking. The pfna could not withstand the impact of the load which eventually led to the rupturing of the implant as a result of material overload and fatigue. There was no sign of material or manufacturing defects could be detected in the pfna inspected.